Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapy due to rv lead noise. Rv lead noise was not reproducible in clinic. No further information.